Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient had a change in therapy, and issues with stim, and so met with a manufacturer¿s representative (rep) for reprogramming. There were no reported complications and no further complications were expected. Patient was implanted for post lumbar laminectomy syndrome and spinal pain.